Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. (Expiry date: 09/2023).

Event description:
It was reported that prior to a recanalization procedure, approximately 20 cm from the catheter tip was allegedly noted to be kinked and the device was allegedly unable to cross the lesion. It was further reported that when the device was used, the distal marker reportedly detached. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser cr 14s crosser cto recanalization catheter was received. The distal tip appeared to be separated from the distal end of the catheter. No other anomalies noted to the catheter. Based on the findings, the investigation is confirmed for the reported material separation issue. However, the investigation is unconfirmed for the reported material deformation issue. Additionally, the investigation is inconclusive for the reported failure to advance issue as due to the conditions of the returned device no functional testing can be performed. A definitive root cause for the reported material separation, failure to advance and material deformation issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a recanalization procedure, the catheter tip was allegedly noted to be kinked. It was further reported that when the device was used, the device was allegedly unable to cross the lesion and the distal tip was allegedly separated. There was no reported patient injury.